Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited diminished sensing and short ventricular to ventricular intervals. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited diminished sensing and short ventricular to ventricular intervals. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The leads remains in use. No patient complications have been reported as a result of this event. (B)(6) 2020 it was reported that the right ventricular (rv) lead exhibited cross talk and not the right atrial (ra) lead exhibiting far field r-wave (ffrw) oversensing.